Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the catheter proximal shaft was separated distal to the strain relief and stretched. The catheter was also found to be slightly compressed on its distal tip. The reported event was confirmed based on the product analysis. The catheter appeared to have been kinked first then stretched and separated on its proximal shaft due to excessive manipulation during use. It is possible that the damage found on the distal tip was also due to handling. Therefore, a probable cause of handling damage has been assigned to this investigation.

Event description:
Analysis of the investigation found that the dac shaft was broken/fractured. There were no clinical consequences to the patient.